Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). . Section e.1: the initial reporter phone: (B)(6) based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8512187. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise 2 stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, the treating physician was required to use a micro guidewire in an attempt to facilitate complete expansion, which was unsuccessful. The physician then dilated the vessel with the use of a balloon guide to open the stent completely and preclude patient harm. Based on this required surgical intervention/modified surgical procedure, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, after the stent, a 4mm x 30mm enterprise 2 stent (encr403012 / 8512187) was released at the target location, the physician observed that the distal markers were fully opened, but the proximal markers did not fully open or expanded as intended. The physician used a micro guidewire to massage the stent and the proximal markers opened a bit but still could not open completed. The physician then used a balloon catheter (competitor brand) and performed balloon dilation and then completed the procedure. The procedure was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 30-jul-2024, additional information was received. Per the information, the target of the angioplasty procedure is the left middle brain. There were vessel factors that may have contributed to the incomplete expansion, per the information, the vessels were more tortuous. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label was checked and confirmed to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). A continuous flush had been maintained through the microcatheter. The information confirmed the procedure was successfully completed via balloon dilation; there was no negative patient and the physician did not consider the 10-minute procedure extension to be clinically significant.